Event description:
It was reported that an ilet user experienced low glucose readings, with a measured value of 68 mg/dl, and treated the episode with orange juice, after which glucose rose to 76 mg/dl with a flat trend; troubleshooting and education were completed, and the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included self-treatment at home without medical intervention or hospitalization. Investigation included complaint intake and user troubleshooting focused on low glucose management. Investigation of this case revealed no device malfunction or component defect identified, and no alarm or error was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.